Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Review of the pcr curves for all runs shows no abnormalities typically associated with an erroneous result. The most likely cause for the discrepancy observed is due to the sample having a low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing according to expected statistical variances in detection. In addition, the customer collects nasopharyngeal samples using copan 1ml medium, which is an off-label media type. The method sheet recommends to collect specimens using a sterile flocked swab with a synthetic tip using 3 ml of viral transport media according to applicable manufacturer instructions and standard collection technique. Validated collection media kits for each specimen type can be found in the method sheet. If the volume of collection media is not identical to on-label collection kit (3ml), then any potential interfering substances collected will be more concentrated. Facility name truncated due to character limit: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results when using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated a sars-cov-2 positive and influenza a & b negative result when tested on cobas liat. The same sample was repeated on a separate cobas liat analyzer and generated a negative result for all targets. The same sample was repeated once more on a separate cobas liat analyzer and generated a sars-cov-2 positive, influenza a & b negative result. The results were reported as positive. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.